Event description:
New information received indicates that the noise was over-sensed on the right ventricular (rv) lead.

Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise problem. Programming changes were made. The patient was in stable condition.